Event description:
Device was returned for air in line alarms. Review of the log files confirms a history of bubble detection. An internal investigation revealed no signs of damage to the set ID and the device was able to pass a mock infusion and functional testing of the set ID.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: 1/9/24 reported air in line. Passed testing, returned to use 2/22/24 reported air in line, removed from use, no pt harm. Biomed thought they had reported pump in feb but had not. Waiting for biomed to turn pump on to download logs. 5/20/24 - asked biomed to do hard shut down and power up, biomed did and pump still not connecting to ims so unable to get logs. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). Logs received 06/05/2024. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.